Event description:
Philips received a report that the technologist was manually positioning the pt for the bone statics on the system, the catcher raised approximately two centimeters (2 cm) higher than the imaging pallet. Although the site had a pt on the imaging table, there was no report of pt harm at the site. If this malfunction were to recur there is potential that a pt may fall which could result in serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).